Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the device did not pass the leakage test during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the gap between the acoustic lens and ultrasound probe was unable to be identified. The following is included in the instructions for use: ¿warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope failed the leak test. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a gap between the acoustic lens and ultrasound probe. The report is being submitted due to gap between lens and probe found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and water tightness was lost due to damage on the instrument tube and a cut on the bending section cover. In addition, evaluation found switch #1 was cracked, insulation resistance values at the distal end did not meet standard value due to a scratch on the scope cover, the adhesive around the objective lens was worn, the adhesive around the light guide lens was peeled, the light guide lens was scratched, the adhesive on the bending section cover was cracked, the connecting tube was buckled, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the forceps raising angle did not meet the standard value due to wear of the forceps elevator wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.